Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
A functional test with a depuy mating cup trial confirmed the complaint. Examination found two of the four ball plungers are frozen. Previous investigations found poor, repeated cleaning over time may be a contributing factor in loss of ball plunger function along with heavy usage. The provided date code (B)(4) indicates the instrument was manufactured in february 2003 and is over 14 years old. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The scrub tech had difficulty attaching the bipolar trial heads to the head trial handle. After examination of the broach, the bearing appear to be damaged.